Event description:
It was reported by the patient's family that the remote monitor was no longer receiving power. The monitor was unplugged and plugged back in but the situation was not resolved. The monitor had transmitted successfully in the past. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.